Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male end of an access set with an air eliminating filter broke off and lodged itself in the patient's blue cap on a peripherally inserted central catheter (PICC) line. The reporter stated that this line was unable to be flushed after this event. Patient involvement and the step of setup or therapy during which this occurred is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not received and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.